Event description:
The user reported that the pressure infusion bag would not hold pressure during testing done by the hosp. The device was not used on a patient.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The bag was pressure tested and failed the pressure test. The failure was attributed to the bond between the tubing and the bag. The complaint was confirmed. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A supplier corrective action has been requested from the MFR.